Manufacturer narrative:
The phaco handpiece was received. And a visual assessment of the returned sample found no visual nonconformities. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully. And completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the phaco handpiece was measured and was found to be within specifications. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements. Which found the phaco handpiece to meet product specifications. With no additional, related information provided, the customer reported events could not be confirmed. Testing found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications. Therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that three patients experienced endophthalmitis. A completed questionnaire was received from the surgeon. The reported event occurred following a laser assisted cataract extraction in the right eye. The patient presented at nine day post operative visit with blurred vision, 1+ conjunctival inflammation, 3+ aqueous cell, aqueous fibrin. The patient denied any pain. The patient required an anterior chamber wash. Four days later the patient required a pars plana vitrectomy. Cultures were not ordered. The patient's symptoms are improving. This report is for the first of three patients from this facility.